Manufacturer narrative:
Follow-up indicated that the patient did not need to wear the external defibrillator anymore. The device was turned back on and the patient was using the device to find effective pain relief. There have been no reports of further complications regarding this event.

Manufacturer narrative:
Nevro is awaiting the prognosis of the patient's condition. The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had to wear an external defibrillator due to experiencing her fifth heart attack. The patient is in stable condition and will monitored by her cardiologist. The device has been temporarily turned off until the doctors have more information regarding her heart issue.